Event description:
On 13 mar 2023, scientia vascular was notified that an aristotle 18 guidewire broke during a body ir - nephrostomy tube placement. The event was described as follow: " the physician was accessing the patients kidney with mak-nv access kit 21 gauge needle, after gaining access to calyx, he advanced an a18 guidewire through needle. He states the guidewire developed a loop, which he tried to straighten out by pulling the guidewire back, at which point the guidewire broke. He estimated that about 5cm of the guidewire broke off and was left in patients kidney."

Manufacturer narrative:
Further conversation with the physician indicated that the guidewire was being pulled out of the needle when it broke. But even though the guidewire broke, the nephrostomy tube placement procedure was successfully completed, and there were no immediate complications to the health of the patient due to the remnant guidewire. The physician also mentioned that patient had been transferred to another hospital and was doing well, but no further information was give to scientia vascular regarding this incident. Scientia vascular was unable to complete a lot history record review as no lot number was provided, and the complaint unit was not returned for evaluation.